Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
A (B)(6) y.o. Patient experienced intraparenchymal hemorrhage and was admitted. Ivtm therapy was used to prevent neurogenic fever. After 7 days of ivtm therapy, the thermogard ivtm system (serial #unknown) generated an air trap alarm. The hospital staff observed blood on the start-up kit (suk) and also noticed the 500ml normal saline (ns) bag was empty. Ivtm therapy was stopped and thermogard system was placed on standby. While the cool line catheter (lot#149663) was being pulled out, it got stuck half way. Computerized tomography (CT) scan was performed and negative for contraindications and catheter was successfully removed. Per reporter, the cool line catheter was intact and balloons were separated, but connected to the catheter when removed, no sign of missing balloon pieces. No consequences or impact to patient. Please see the following related MFR report: MFR # 3010617000-2021-00187 for the cool line catheter (lot #149663).